Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm displayed 149 mg/dl; however, her bg was 480 mg/dl and over 500 mg/dl. She went to the hospital, was treated with IV fluids and IV insulin and released an unspecified amount of time later. Information was not provided about how she was taken to the hospital or if she experienced symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.